Event description:
It was reported that during an implant procedure, the physician noticed what appeared to be foreign material in the boot which seemed to be of the same material as the boot (silicone). The physician then used another boot. Additional info was requested.

Manufacturer narrative:
(B)(4).